Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 28. On (B)(6) 2025 , loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.